Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient fell off a later 4-6 months ago and since then the patient was no longer getting stimulation in the correct areas of pain. The stimulation should have been in the buttocks and down both legs but was only in the knees to the feet. Impedances were all within normal ranges. The right side was successfully reprogrammed but the left side was still all in the knee to the foot. The patient will likely have an x-ray to confirm electrode placement. It was determined from the x-rays that the leads were ok and a revision was being considered. The event occurred during normal use. The patient status at the time of this report was "alive-no injury".